Event description:
It was reported the patient lost pain coverage from their stimulator following a fall a few days prior. Impedence readings were checked and found to be >4000 ohms on all or some of the bipolar pairs. Troubleshooting was being considered. Follow up information indicated the device was able to be reprogrammed for good coverage. It is unknown if x-rays were performed or if any damage to the device was confirmed.